Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 60 mg/dl at the time of the incident. The customer was at 295 mg/dl at the time of the call. The customer used food to treat. The customer experienced symptoms such as falling. The customer was wearing the insulin pump during the incident. The customer went off the pump and started getting highs of 500 mg/dl and had high symptoms such as sweating. Troubleshooting was not completed for the low as the customer declined. Troubleshooting for the highs was also not completed. The insulin pump will not be returned for analysis.